Manufacturer narrative:
Date pf event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their explantable neurostimulator (ens). Patient reported that she is still out of it so she hasn't been tracking her symptoms but stated that her main concern is retention because she can't empty all the way. She is reporting that she is having a rough time getting urination to begin and believes this is due to anesthesia. Additional information was received and patient stated she was still feeling effects of the anesthesia. Patient also reported she is now having problems urinating on her own. Additional information was received and the patient stated she is not able to fully empty her bladder or her bowels. The patient stated that she has not been able to have a bowel movement since december 20. She said she had to take 3 dulcolax in order to have the small bowel movement she did have that she described as small pellets. Patient is very frustrated. The patient also stated that she is still in bed and not feeling like herself yet and believes it's because of the constipation. No further c complications were reported.